Manufacturer narrative:
No report of device explantation.

Event description:
Hcp reported a patient suffered convulsions during MRI scan in november 2004. Neurologist evaluated the patient and found no observable neurological deficits. The patient's tremor was controlled after the patient's device was reprogrammed. The MRI scan equipment used a siemens avanto, 1.5 tesla. The patient was shocked while using a head matrix coil and a cp head array coil. A follow-up report will be sent if additional information is received.